Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that six days after the implant procedure, a device check observed high thresholds with the right ventricular (rv) lead. At that time, a lead dislodgement was suspected, however there were no changes seen in the lead position. In addition, the threshold had been unstable during the initial implant procedure. The physician then decided to reposition the lead, and later confirmed that the lead helix had been properly screwed into the myocardium and the anchoring sleeve had been fixed tight. The physician regarded that the high threshold was not caused by any lead performance issues, and assumed that the patient's myocardium at the lead implant site could have been in a pathologic condition; the patient had received anticancer medication for four years, or it could have been related to other factors. The lead remains in use. No patient complications have been reported as a result of this event.